Event description:
Litigation papers allege, the patient suffered pain and discomfort in his hips and metallosis exposure.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient suffered pain and discomfort in his hips and metallosis exposure. Doi: (B)(6) 2006 dor: none scheduled at this time (right side). Doi: (B)(6) 2006 dor: none scheduled at this time (left side). Patient is a resident of (B)(6). Update - 08/28/2012 - plaintiff's preliminary disclosure form was received which identified part/lot information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update 22 july 2014 - der rcvd 8 july 2014 (right) - updated dor, added sleeve product, surgeon / hospital details and patient demographics.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Added and corrected: brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.